Event description:
It was reported that a drill bit ø1.5 w/marking l96/82 2flute broke during a procedure. The breakage occurred while drilling into bone, and the issue was immediately resolved by removing the broken bit and fragment. A replacement drill bit of the same specifications was used to successfully complete the surgery. There were no adverse effects or consequences for the patient, and the surgical schedule was not altered.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: investigation summary: the product was not returned to depuy synthes; however photos were provided for review. The photo investigation revealed that drill bit ø1.5 w/marking l96/82 2flute, the photographs attached were reviewed, however they do not represent the reported complaint condition. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the drill bit ø1.5 w/marking l96/82 2flute would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history part:310.507 lot: f-31394 manufacturing site: werk selzach supplier: (B)(4) release to warehouse date: 30 nov 2020 expiration date; na a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.